Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change errors occurred with multiple cartridges during the loading process. Reportedly, the user was able to reload a cartridge or load a new cartridge for the past events. However, the user was unable to load a new cartridge at the time of report. The user's blood glucose level was not impacted. It was confirmed that the user has alternate insulin therapy available.